Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device.

Event description:
Information was received via a manufacturer representative regarding a patient who was trialing a spinal cord stimulation system. It was reported that the patient had acute left leg pain and right hip/thigh paralysis post-procedure during the stimulation trial. The manufacturer representative waiting for a little over an hour per the implanting physician to see if feeling would return to the leg. It did not and the plan was to meet on (B)(6) 2016 to program. The patient went to the emergency room and had her system removed. She was not able to ambulate related to the right hip and thigh paralysis. There was nothing remarkable for environmental/external/patient factors that may have led to or contributed to the issue. No diagnostics were performed related to this event. The cause of the acute left leg pain and right hip/thigh paralysis was not determined. It remains unknown if the acute left leg pain and right hip/thigh paralysis have resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.